Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at fsc/department of vet affairs reported the following issue with pu-621ra; sn-(B)(6), from patient monitoring: they are not getting the art parameter readings on the bedside and on the cns. Investigation summary: the root cause of the issue was determined to be a degraded transducer cable since the issue resolved on replacing the cable. Transducers are ancillary devices supplied by third party vendors such as edwards lifesciences, ohmeda(ge medical), ICU medical, medex. The facility is responsible for performance and maintenance of the transducers as well as the cables. No maintenance history reported to nka is documented. The overall risk of this event, taking into consideration of severity and probability, is "medium". . The reported issue does not require further investigation through CAPA process. Manufacturer's hazard analysis determined the residual risk of pu-621ra not transmitting the parameters to a peripheral device is acceptable.per hazard analysis document 0704-902878m(attached), hazard # e004 if data cannot be transmitted to a peripheral equipment caused due to deterioration of a cable or connector, the residual risk is acceptable. (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that they are not getting the art parameter readings on the bedside and on the central nurse's station (cns).

Manufacturer narrative:
The customer reported that they are not getting the art parameter readings on the bedside and on the central nurse's station (cns). He states that he set up the art line on the patient and for some reason can see the parameter start to read, but out of nowhere it just zeros out. While on the phone he was able to swap out the transducer and was able to get readings, thus mitigating the issue. No harm or injury was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available. (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that they are not getting the art parameter readings on the bedside and on the central nurse's station (cns).